Event description:
It was reported that small particles were observed inside of an intravia bag. This was identified after the bag was filled with an unspecified solution and before patient use. The reporter stated that the particles would settle on the bottom of the bag, but any slight movement would cause the particles to float around. No damaged was noticed with the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with a clear solution inside of it. Visual inspection identified particulate matter floating in the solution. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particles was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.